Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (use in a heavily calcified artery). The second perclose proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device indicated that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank, but did not engage with the posterior cuff and remained undamaged. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the most probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the heavily calcified left common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A starclose se was used the achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.